Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient "just got out of the hospital". On an unspecified date, the pd catheter was removed, and the plan was to switch back to hemodialysis. Treatment and patient outcome were not reported. No additional information is available.